Event description:
It was reported that during thrombectomy procedure, the subject guidewire got stuck in non-stryker microcatheter and was unable to pull back because microcather was kinked. Guidewire was then stretched and broke off inside patients m1 down to internal carotid artery(ica). The broken piece was able to be retrieved after 2 days with the retriever device. There were no clinical consequences were reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The synchro guidewire was examined under magnification and it was observed that the guidewire was separated at approximately 9.0cm from its distal end. The core wire, pt. Coil and nitinol were separated. The pt coil was severely stretched. The core wire was protruding through the separated nitinol end. The core wire was bent at separated site. The guidewire was also bent at the separated section. The guidewire proximal separated section was not returned. Under magnification it was discovered that there was unknown substance on the guidewire at approximately 5.0cm from its distal end. The unknown substance appeared to be dried coating on the nitinol. No ther defects were observed on the guidewire distal end. From the condition of the guidewire the functional evaluation could not be performed. Information provided in the complaint indicated that the device was prepared per the dfu, continuous flush was maintained and the microcatheter was kinked and the guidewire got stuck in the microcatheter. Since it was reported that the microcatheter was kinked and the guidewire was stuck in the microcatheter due to the kinking. The likely root cause of the subsequent damage caused to the guidewire has been due to the damage to the microcatheter. Therefore, a cause code of 'caused by other' has been assigned to the reported event.

Event description:
It was reported that during thrombectomy procedure, the subject guidewire got stuck in non-stryker microcatheter and was unable to pull back because microcather was kinked. Guidewire was then stretched and broke off inside patients m1 down to internal carotid artery(ica). The broken piece was able to be retrieved after 2 days with the retriever device. There were no clinical consequences were reported to the patient.